Event description:
A report was received that the patient was experiencing muscle cramps in his arm where stimulation was. X-ray was taken and confirmed lead migration. The patient underwent a lead revision wherein the physician moved the leads back into place. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.